Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Blank display not confirmed. E/a alarm unspecified not confirmed. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump and test sensor calibrated successfully. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unspecified error. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not working. Customer was getting home and the insulin pump was working again but did not find the error. Customer stated that the sensor had calibration not accepted alert and change sensor alert. Customer was declined troubleshooting for low blood glucose. Customer was advised to discontinue use of insulin pump and refer to back up plan. The insulin pump will be returned for analysis.